Event description:
It was reported that the pump's alarm sound was not annunciating resulting in the customer being unaware that an empty cartridge needed to be changed. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high" and a high level of ketones. A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg while in the ER. Customer was discharged 5-6 hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.